Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: unspecified complications. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast augmentation revision with unspecified 325cc mentor saline implants and experienced postoperative left-sided complications. The patient's issues were not specified. As a result, the patient's impacted device was explanted on (B)(6) 2011 and replaced with a 375cc mentor smooth round moderate profile saline breast implant (catalog number 3501660, left-sided serial number (B)(4)).